Event description:
The manufacturer received information in relation to a ds2adv auto CPAP device with a customer allegation of service required. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center and is awaiting for evaluation, where the third party noted pca burned. In addition, the third party service center has been instructed to return the device to the product investigation lab (pil) for further investigation.